Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 199 mg/dl. The customer stated that the reservoir was able to lock in place but it is loose. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to performed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.